Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Risk assessment documents have been reviewed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll tip conv pak had leakage. The following information was provided by the initial reporter: material # 305617. Batch # 5128137. It was reported by customer that the several trays with between 1 and 5 syringes leaking from the plunger. Verbatim: rcc received a complaint via email. Cat# of product being complained: bd305617. Description of product: syringe luer-lok st 20cc 10ea/tray 12trays/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Incident date: unknown. Details of complaint (reported issue): customer has several trays with between 1 and 5 syringes leaking from the plunger." Per customer "the customer received several trays of 20 ml syringes with issues, with between 1 and 5 syringes affected by a leaking plunger. The issue is believed to have affected at least three different batches between july and october 2024." " customer requested a final investigation report and a credit. Please note: incident date unknown. Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: a few times customer exposure: patient injury: no. Qty affected: 1 ea samples available? No is customer requesting an rga? No. Return qty.